Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a cvc distal extension line. Visual analysis revealed that the extension line contained a hole directly adjacent to the distal luer hub; however, the root cause cannot be determined without the complaint sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the distal extension line contained a hole directly adjacent to the distal luer hub; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. The probable cause of the extension line leak could not be determined upon the information provided and without the actual sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the junction between extension line and luer-hub (brown head) had a breach caused leaking issue." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the junction between extension line and luer-hub (brown head) had a breach caused leaking issue." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.